Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic retrieval of kidney tissue for the potential transplant procedure, the wand tip melts. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
This event had been reassessed from malfunction and is now considered as not a complaint. If information is provided in the future, a supplemental report will be issued.